Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer replaced plunger. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 1 failed and required maintenance. The customer stated that there was a no delay to the patient's workflow since they can managed to get the medicines from other station there were no adverse events or injuries reported based on this incident.